Event description:
It was reported that resistance was felt during insertion of the powersail over a guide wire. It was then noted that the distal tip of the catheter was barely attached to the device. The device was then pulled off of the guide wire, and the distal tip separated from the balloon. The separated tip never advanced into the pt's coronary.